Manufacturer narrative:
(B)(4). The insulin pump had a compromised force sensor alarm during the basic occlusion test due to faulty force sensor resistor (gold). The pump passed the stop current test, run current test and displacement test. Analysis was unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor alarm. No moisture damage found inside the pump. The pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reported via phone call that the display was foggy. Customer's blood glucose was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.